Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (won¿t power up) was confirmed due to a defective processor on the computer/analog board. The root cause for the defective processor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.